Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jun-2026, a literature report was identified from the publication titled "surgical treatment of anchor-induced heel pain after minimally invasive repair of acute achilles tendon rupture using percutaneous achilles repair system achilles midsubstance speedbridge¿ repair: a case report." The publication described postoperative outcomes following minimally invasive repair of an acute achilles tendon rupture using the pars achilles midsubstance speedbridge repair technique. The publication reported the use of a pars jig, fiberwire sutures, fibertape sutures, banana suturelasso, and 4.75 mm swivelock anchors during surgical repair of the achilles tendon rupture. The publication reported that following the index procedure, persistent heel pain developed at the anchor insertion site. Magnetic resonance imaging demonstrated calcaneal bone edema surrounding the anchor location. Conservative treatment was unsuccessful, and a secondary surgical procedure was performed for anchor and suture removal. During the revision procedure, inflammatory tissue was identified at the tendon insertion site and was debrided. The publication reported improvement in symptoms following anchor removal. At subsequent follow-up, pain resolved and the patient returned to pre-injury activity levels. The authors discussed implant-related irritation as a potential contributing factor to the reported heel pain. However, the publication indicated that the anchor did not extend beyond the calcaneal cortex and no definitive cause of the reported complication was identified. The publication noted that additional research is needed to better understand the causes, incidence, and risk factors associated with this type of postoperative complication. The publication did not provide device lot numbers, manufacturing information, implant evaluation results, or objective evidence identifying a device malfunction, manufacturing deficiency, or specific product performance issue. Insufficient information was provided to determine the exact cause of the reported outcome. No device malfunction, device performance issue, deployment issue, or manufacturing deficiency was identified or alleged in the publication. The reported adverse outcomes included persistent heel pain at the anchor insertion site, calcaneal bone edema, inflammatory tissue at the tendon insertion site, implant-related irritation, localized tenderness, and the need for secondary surgical intervention for anchor removal following achilles tendon repair. Citation: roche d, negru t, paquot j, lopes r. Surgical treatment of anchor-induced heel pain after minimally invasive repair of acute achilles tendon rupture using percutaneous achilles repair system achilles midsubstance speedbridge¿ repair: a case report. Journal of orthopaedic case reports. 2026;16(5):122-126.